Manufacturer narrative:
The ge service rep delivered a third party part and installed it. He powered the system and boot-up was restored. He checked the generator set-up and re-booted system. The system is operating as intended.

Event description:
The customer states the checksum error on doghouse display.